Event description:
One hr into pt's hemodialysis treatment, tubing began to have air in system; especially arterial chamber. Upon closer inspection, rptr noticed air coming into tubing system at connection on arterial tubing where blood pump rotates. Connection had "come apart" and was allowing air to enter. Arterial side of tubing was changed and pt experienced no adverse event.